Event description:
Complaint reported to owen mumford on (B)(6) 2014: nursing assistant was doing routine blood glucose testing on inpatient at facility when she was pricked by lancet after use on patient. She picked it up not realizing it had not retracted into unit. Nursing assistant sent to ER for lab work to be drawn on her and the patient to rule out (B)(6), etc. All testing was negative. No other treatment was given. MFR ref#: 8021767-2014-00003.